Event description:
The customer stated that the information (numbers and waveform) is intermittently lost. After 15 minutes, the gf-210ra multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) resumes functioning and taking readings. No error message is displayed. MFR ref # 8030229-2015-00066.